Event description:
It was reported that the screen of the insulin pump was unreadable. The customer stated that every time they attempt delivering a bolus, black lines appeared across the screen. The customer's blood glucose was 238 mg/dl. There was a crack across the reservoir window and the chip was missing from the reservoir compartment. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector at the display board. However, no extra lines or other display anomalies were noted. The insulin pump was received with a broken reservoir tube lip, a cracked battery tube, a cracked reservoir tube window, a cracked case at the reservoir tube window corners, a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.